Event description:
Skin erosion above the pump was reported. Diagnostic methods included examination and palpation on (B)(6) 2013, and the patient was diagnosed with skin erosion. The pump was removed, inspected, and put back in place. The event did not result in in-patient or prolonged hospitalization. The event resolved without sequelae as of 8/4/2013. The medication used within the system was baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).